Manufacturer narrative:
Patient information now provided.the fuse was replaced in the wireless tracker controller and this resolved the issue.

Event description:
A medtronic representative reported that the wireless navigation tracker on the left side of the o-arm was damaged. This was discovered during a spinal surgery and the surgeon elected to discontinue the surgery and reschedule for the next day when the o-arm was working. The surgery was discontinued prior to an incision being made, but after anesthesia. No harm to the patient was reported.

Manufacturer narrative:
Patient information is unavailable from the site.this event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as 04/30/2014.